Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 occurred, and the insulin gauge was inaccurate. Reportedly, the customer had filled the cartridge with 300 units of insulin. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range, and an occlusion alarm occurred. Customer changed cartridge and resumed insulin delivery. There was no reported impact to customer's blood glucose level.